Event description:
It was reported that lv lead dislodgement was observed via chest x-ray the following day after implant due to patient anatomy. The lead was explanted. The patient was stable

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Double-bend height of the lead was measured within specification. Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information notes that the patient had a small vessel and not all electrodes were in the branch.